Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 93% stenosis located in the mid left main (lm) artery. The device was inspected with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement to the lesion. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: patient weight. If information is provided in the future, a supplemental report will be issued.